Manufacturer narrative:
Evaluation summary: all measured dimensions (including hardness) were found to be conforming. It appears that the cause for this incident is the excessive force that was applied to the instrument. The returned device was found to be dimensionally conforming to print specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that when the screw became cross threaded, the surgeon turned the screwdriver with more force to try to remove the screw and the hex head snapped off.